Manufacturer narrative:
Additional information: d9, h3 plant investigation: a photograph of the sample was initially provided. The photograph shows the product label of the dialyzer with blood throughout the device. A dialyzer from the reported lot was also returned for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 260° to 10°, with the ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. The reported issue is confirmed. The probable causes for a delamination include how the dialyzers are loaded into the potting carrousel, potting ratios, and conditioning carrousel media issues. The production record review showed there were multiple approved temporary deviation notices in the production of this lot which are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A hemodialysis (hd) technician reported to fresenius customer service that an optiflux dialyzer was used for treatment and a blood leak occurred. Blood was not reaching the patient and blood was visually observed at the bottom of the dialyzer. A machine alarm was received. The patient was removed from the machine. The patient's estimated blood loss (ebl) was approximately 200 ml. Additional information was obtained during follow-up with the chief technician. The blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test the presence of blood. The leak was visually observed and confirmed to be internal. There was no defect or damage seen on the dialyzer. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Phillip stated that the patient received a blood transfusion the same day, after their hemoglobin had dropped from 9.1 to 7.3. There was no evidence to indicate that the patient¿s blood transfusion was the result of the dialyzer blood leak. The sample was available to be returned to the manufacturer for physical evaluation.

Event description:
A hemodialysis (hd) technician reported to fresenius customer service that an optiflux dialyzer was used for treatment and a blood leak occurred. Blood was not reaching the patient and blood was visually observed at the bottom of the dialyzer. A machine alarm was received. The patient was removed from the machine. The patient's estimated blood loss (ebl) was approximately 200 ml. Additional information was obtained during follow-up with the chief technician. The blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test the presence of blood. The leak was visually observed and confirmed to be internal. There was no defect or damage seen on the dialyzer. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Phillip stated that the patient received a blood transfusion the same day, after their hemoglobin had dropped from 9.1 to 7.3. There was no evidence to indicate that the patient¿s blood transfusion was the result of the dialyzer blood leak. The sample was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.